Event description:
A baxter affiliate reported to baxter bubbles seen similar to a carbonated soft drink in the substitution lines and post dilution lines of the aqualine circuit during use. Thought it was precipitation. There was no milky residue or crystallization. As a result treatment was discontinued. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The reported problem of precipitate could not be confirmed due to lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.